Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported bouts of hyperglycemia and stated that their endocrinologist had recommended a factory reset of the ilet. Blood glucose (bg) was affected, with a high of 305 mg/dl. The agent advised against performing a reset while bg was elevated and recommended waiting until the user returned from an upcoming trip to avoid the algorithm adapting to atypical eating and sleeping patterns. The user transitioned to backup therapy, with the mother administering insulin injections. No medical intervention was required, and bg correction was in progress at the time of the call.